Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099346.

Event description:
It was reported that following multiple falls patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.